Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter and a cook celect filter on (B)(6) 2011 and on (B)(6) 2012. The [pt] states that both filters were placed at (B)(6) medical center." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter and a cook celect filter on (B)(6) 2011 and on (B)(6) 2012. The [pt] states that both filters were placed at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging the second filter is unable to be retrieved¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 09jun2016 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the jugular vein due to knee replacement surgery. Plaintiff also allegedly received a second filter implanted on (B)(6) 2012. Plaintiff is alleging the second filter is unable to be retrieved. Patient alleges successful retrieval of the first filter on (B)(6) 2011.

Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter and a cook celect filter on (B)(6) 2011 and on (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.